Manufacturer narrative:
Concomitant medical products: 429878 lead, implanted: (B)(6) 2019; 5076-52 lead, implanted: (B)(6) 2006; a7700-27 mechanical valve, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), remote transmission information indicated optivol events have invalid data. Subsequently, the correct optivol data was provided to the healthcare professional, and no additional action was taken. The crt-d remains in use. No patient complications have been reported as a result of this event.